Event description:
An aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that post aneurx stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested. The physician made the request due to a migration of the stent graft; the cause of migration is unknown. Per medtronic talent aortic cuff approved protocol, medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. However, the requester did not return the required documentation; therefore no talent aortic cuff trial device was sent. There was no further information provided to medtronic about the request for the device or the details of the pt relating to the aneurx device.